Event description:
Paramedics responded to a person described as in full cardiac arrest. A quick look with the device's paddles showed the patient's rhythm was not shockable. CPR was administered while the device was connected to the patient with ECG electrodes and disposable external pacing electrodes. According to the reporter, when the pacing current was increased for capture, the device would not pace the patient and no alarms were heard. The report also states that approximately 20 minutes later, the electrodes were changed and the pacing function subsequently operated properly. The patient was not resuscitated.